Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir was leaking at the o-ring. The customer's blood glucose level was normal and did not require any medical treatment. No further information was provided. The device will not return for analysis.